Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the screen on the insulin pump went blank. The customer changed the battery but the display did not return and there is no response from buttons. The customer stated that the insulin pump had a blinking notification light and vibration. The battery was removed for 10 minutes and when reinserting it the issue persisted. The customer did not recall any significant events leading to the blank display. Blood glucose value is unknown.